Event description:
The customer reported the ac power module is defective and did not charge the battery. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the ac power module is defective and did not charge the battery. There was no reported pt involvement. The ac power module was not available for eval. The ac power module was replaced and resolved the issue. We will consider this a malfunction of the ac power module where the ac power module was defective and did not charge the battery.